Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Incomplete_interrupted cycle. The analysis results showed that the device was received in good visual conditions and with a reload loaded in the device. The reload was received loaded, without staples, with the washer uncut and with the knife recess below the reload deck. This condition is consistent with the device being partially activated. As a result of the partial firing, the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, on the initial firing of the device, it was difficult to open. After opening, some of the staples formed and some did not. The surgeon hand sewed the anastomosis. There was no patient impact.